Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted with 3 leads (from the same lot) as part of her drg stimulation system. It was reported x-rays indicated 2 of the 3 implanted leads migrated. Surgical intervention was undertaken and 2 leads were explanted and replaced and effective therapy was resumed.